Event description:
It was reported that the device was used during a thyroidectomy. The device was not providing adequate hemostasis. After 10 minutes into the case, there was a solid tone. Troubleshooting was performed with the same results. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.